Event description:
The customer alleged that two workers experienced light-headedness due to an oil mist. The customer stated that the workers did not seek medical attention. The workers washed their face with water at the time of the event. The customer stated that the symptoms went away later the afternoon. An asp field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Other - capital equipment, evaluated a customer site. The fse reported the following: the oil mist filter lockdown screw on top of the filter was not installed correctly (laying in the housing). The fse replaced the oil mist filter, the vent valve filter and the catalytic converter specifications. The fse checked the leakback test and performed in empty test cycle with no missing problems. Results code: other - catalytic converter. Reference MDR: 2084725-2009-00044.